Manufacturer narrative:
Patient was hospitalized for suspected pump thrombus. The pump remains implanted, so it will not be returned to the manufacturer for evaluation. The device listed in this report is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Although a definitive root cause of the event cannot be determined, based on this patient's significant past medical history of thrombotic events, it appears that patient clinical status and comorbidities may be a factors contributing to the event. There is no indication of any device malfunction or performance issues. The pump was not returned for evaluation; as reported, it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a decrease in flow and multiple low flow alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; patient and clinical factors may have impacted the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had been experiencing a decrease in flow rate and a downward trend in power over the previous few days. No other clinical signs were noted. The treating facility admitted the patient. An echo was done and found no evidence of pump thrombus. The patient's lactate dehydrogenase (ldh) was also not elevated. The treating facility reportedly considered exchanging the pump but the patient was "unwell". On (B)(6) 2015 the treating facility reported a "spontaneous resolution of problem with no issues, [the patient reported an] instant feeling of being better, [and there was an] instant increase in all hemodynamics".the patient was discharged to home approximately a week later and is reportedly doing well. The device remains implanted, so it will not be returned to the manufacturer for evaluation.